Event description:
A cartridge change error was reported by the customer when attempting to load the pump without inserting the cartridge. There was no adverse impact on the customer's blood glucose level. The customer was advised to attempt the re-load process correctly, and the cartridge was successfully loaded once it was properly inserted.